Manufacturer narrative:
Approximate age of device - 3 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced gastrointestinal (gi) bleeding, starting in 2014. The gi bleeding was previously unreported to the manufacturer. Multiple esophagogastroduodenoscopy and colonoscopies were performed and results were unavailable. The source of bleeding was reported in multiple sites. The patient was given blood (unknown units) and decreased inr goal. No additional information was provided.

Manufacturer narrative:
Approximate age of device ¿ 24 days.  The device was not returned for analysis. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The device history records could not be reviewed because the serial number was requested, but was not provided. The manufacturer is closing the file on this event.